Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine follow up, low hv lead impedance was observed. Programming changes were recommended but not made. The patient's condition was fine and will be monitored.